Event description:
On (B)(6) 2013, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for carotid repair product. Details are provided below. The doctor reported that he had a patient that 6 weeks following a femoral artery repair, the patient experienced what the doctor initially though was a patch blowout. The doctor indicated that there were no issues during the initial surgery; however, the patient was diabetic and had excessive scar tissue. The secondary repair was performed using a synthetic patch. The doctor indicated that during the secondary repair procedure, he could not ascertain where the ecm patch was or wasn't and therefore was not sure if a patch blowout had actually occurred. Patient is reported to be doing fine. The exact cause of the event is unknown. The use of the cormatrix ecm for carotid repair in the femoral artery is not an FDA cleared indication. This is an off-label use of the cormatrix ecm for carotid repair product, which is indicated for vascular reconstruction and repair of the carotid artery.